Manufacturer narrative:
(B)(4).

Event description:
Na.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.45 on a male patient that came to e.r. Complaining of dizziness, heavy breathing. Patient had a prior history of heart attack, stroke and aneurysm. There was no repeat test on I-stat and there were no other tests performed on the patient. No further patient information is available at this time.method time result sample timei-stat 08:00pm 0.45 (pos) unkvista 08:30pm 0.057 (neg) 07:40pmvista 11:00pm 0.059 (neg) unkthe customer states that the patient was treated based on I-stat troponin result and EKG result. The patient was given a dose of heparin and then administered a second dose of heparin by "accident." The customer confirmed the second dose was a hospital error. The patient then complained of headache and an MRI was undertaken which identified cerebral bleeding. The physician states that the patient might have had cerebral bleeding before the heparin dose was given as the heparin dose alone would not cause the cerebral bleeding to the extent they observed. The customer states that the patient was still in care as of (B)(6) 2013. At this time there is no reason to believe that a malfunction exists based on the information available. Apoc believes that patient care was impacted and an adverse event occurred. However, it is not clear whether I-stat caused or contributed to the event. The investigation is underway.